Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. An nc emerge® balloon catheter was advanced to post-dilate a vessel. However, during inflation at 12 atmospheres, the balloon ruptured. Despite this, the procedure was completed. No patient complications were reported and the patient's status was fine.